Event description:
It was reported that the system 9800 displayed "pre charge error" following initialization and was not operational. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the battery pack could not sustain a charge and needed to be replaced. The customer has elected to source and replace the battery pack on their own to minimize cost. No further problems are anticipated once replacement of the battery pack is made. An additional report will be filed if other information becomes available.